Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially attempted different charging supplies without success, prompting customer technical support (cts) to send replacement tandem charging cables and wall adapters. Following the guidance to use these new supplies, the issue was resolved, and the pump began charging without any further complications, confirming there was no usb port damage.